Manufacturer narrative:
Reported event: an event regarding revision due to pain involving a trident liner was reported. A review of the provided medical records by a clinical consultant revealed retained large osteophyte during primary arthroplasty (alternatively heterotopic ossifications) has contributed to mechanical derangement of the hip arthroplasty causing an overload condition through bony impingement. Consequent pain in the hip by osteolysis and suboptimal fixation of devices required revision surgery. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant revealed retained large osteophyte during primary arthroplasty (alternatively heterotopic ossifications) has contributed to mechanical derangement of the hip arthroplasty causing an overload condition through bony impingement. Consequent pain in the hip by osteolysis and suboptimal fixation of devices required revision surgery. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: a review of the provided medical records by a clinical consultant revealed retained large osteophyte during primary arthroplasty (alternatively heterotopic ossifications) has contributed to mechanical derangement of the hip arthroplasty causing an overload condition through bony impingement. Consequent pain in the hip by osteolysis and suboptimal fixation of devices required revision surgery. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
Hip revision for pain. Update as per medical review: a retained large osteophyte during primary arthroplasty (alternatively heterotopic ossiwications) has contributed to mechanical derangement of the hip arthroplasty causing an overload condition through bony impingement. Consequent pain in the hip by osteolysis and suboptimal fixation of devices required revision surgery.